Event description:
The complainant is a type ii diabetic. He states that he has noticed a lowering of his blood glucose results in the am. Normally his am blood sugar runs in the 150-180mg/dl range. However, with this particular bottle reagent he noticed his glucose values have shifted to the 80-100mg/dl range. On 5/25/99 he was scheduled for routine blood work at a local hospital. He tested his blood sugar at home and received a value of 85mg/dl. However, two hours later (at the hospital) while still in the fasting mode his blood sugar was 192mg/dl (method unknown). The customer then purchased a new bottle of reagent and decided to do a side-by-side comparison. His older reagent gave a result of 80mg/dl while the newer reagent gave a 183 mg/dl. (Different finger sticks). While on the phone the operation of the system was reviewed. The customer indicates that he stores his reagent in a drawer and has not changed the way he has handled the reagent for the last 4 years. He also indicated that he has never run a control test. A request to return the system for evaluation was made.